Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 60 mg/dl. The customer declined to troubleshoot the issue. The customer stated that they went to the hospital to take some x-rays, but then passed out. The customer woke up in the emergency room. The customer was treated for the low blood glucose with candy. The customer did not provide any further information about the hospitalization. The customer did not return the product back for analysis.